Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited over sensing, noise and an insulation breach. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 12.4 cm - 13.1 cm from the connector pin and the proximal coil exposed at the same area which would account for the reported sensing and noise anomalies. The location of the abrasion was consistent with that of friction to the device can.